Event description:
Caller states patient received result of 216 mg/dl on the advantage system and 512 mg/dl on lab value within 10 minutes. Patient was vomiting and had high blood glucose symptoms with these results. No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The account alleges that when the device is plugged into the wall outlet, an arcing condition appears at the wall outlet. There were no injuries reported as a result of this issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.